Manufacturer narrative:
Initial and final (B)(4) - device 2 of 5. E1: patient city: (B)(6). Patient country: canada.

Event description:
Reference number (B)(4) event occurred in canada it was reported that the patient faced infusion set tubing detachment issue with five infusion sets. The tubing detached from the site after set was used for less than a day. No further information was available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 (B)(4). MDR 8021545-2025-02848. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: review of complaint record database 2399267 event description and all available information was completed, and lot number 6011212 was provided. Complaint was classified under malfunction code: leak between tubing and site connector - detachment / significant wetness. A query was run in the electronic quality management system (eqms) on 26-mar-2026 against "lot number" "6011212" and similar malfunction codes leak between tubing and site connector - detachment / significant wetness. Leak between tubing and site connector detachment / significant wetness. Leakage from connection between the tubing connector and the infusion set (cannula part/base piece). Leakage from connection between the tubing connector and the infusion set (cannula part/base piece) (specific cause identified). Tubing detached from tubing-tubing connector. Tubing detached from tubing-tubing connector. Tubing connector is cracked, split, deformed, leakage may occur. Tubing connector is cracked, split, deformed, leakage may occur. No records were identified for this lot and similar related issues. A non-conformance (nc)/corrective and preventive action (CAPA) query search was run in the eqms system performed on 26-mar-2026 against "lot/batch number" "6011212". No records were found. Device history record (DHR) review: the device history record (DHR) for lot 6011212 was reviewed. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. Database (B)(4) was identified. The product disposition has no impact to this complaint. Conclusion of complaint investigation: lot number 6011212 was provided, however, as the complaint is categorized as a reportable with no harm reported and no issues were found during eqms search and DHR review: no visual inspection is required to be performed. No retain sample testing is required to be conducted. No further assessment will be made regarding potential product performance issues, component integrity, or manufacturing defects. CAPA determination: based on the available information, no further investigation is required nor CAPA plan is needed. The record will be closed and monitored through tracking and trending (monthly trips and alerts). Summary conclusion: based on the available information, the investigation has been performed, and the complaint could not be confirmed as analyzed. Therefore, the complaint is closed based on the event description and all information made available.